Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it is presumed that the foreign material was simethicone. It may not have been removed because reprocessing was not conducted properly due to the loss of water tightness caused by damaged knob. However, the root cause of the foreign material remaining in the subject device was unable to be specified. The instruction manual states the detection method associated with the event in ¿evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection¿, and preventative measures in "evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope's air water tube and air water cylinder had whitish foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.